Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. D4: batch # p4rz5g. Investigation summary: the analysis results found that the mcl20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device p93f7n batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy with subcostal access, the device didn't close clips correctly. It was necessary to open a new device. The was no adverse event.